Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the broken camera foot pedal to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, an operating room (or) staff member and the surgeon called in to report that the surgeon was unable to control any of the universal surgical manipulator (usm) arms and the instrument movements felt abnormal. Initially, the system was working but then stopped, and reseating the instruments did not resolve the issue. The customer then performed a system reboot, hard power cycle and reseated the instruments again, but the problem persisted. The customer called technical support as they remained unable to take control of the instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system setup and logs, observed a mid-procedure restart, but found no errors in the logs. The system showed a dual surgeon side console (ssc) setup with the arms assigned to the ssc 1 and this was the ssc that the surgeon was working on. When the surgeon checked the ssc 1 again, they were able to control the arms and everything appeared to work; however, due to loss of confidence from the earlier issue, the surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Later, the customer called and stated that he had checked the blue fiber cables on the back of the vision side cart (vsc) and found that one of the cables clicked into place. He planned to perform a hard power cycle when he was able to test the system.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the foot rest pedal assembly to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The unit was analyzed visually and the cover of the camera pedal was found to be broken. The cover was unfastened with the pedal. The camera pedal cover was detached on the pedal. No related errors were found in the system logs. The probable root cause of reported issue with surgeon side console (ssc) is attributed to a broken camera pedal located on the footswitch.

Event description:
Refer to h11 for follow-up information.